Event description:
After six passes as the device was being removed, it was noticed that the nosecone had become dislodged. No patient complications.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Retroactive audit of complaint files determined filing.